Event description:
The advocate stated the customer tested her blood glucose and received a reading around 549 mg/dl using her contour meter. The customer's glucose was also tested using her doctor's meter. The advocate could not remember the doctor's reading, but she did allege the readings were 100% different. If the doctor's meter read 259 mg/dl or less, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have the customer's meter or testing supplies with her at the time of the call, so it was not possible to obtain any product information. No product will be returned at this time.

Manufacturer narrative:
It was not possible to determine the meter or reagent manufacture date without a serial or a lot number.